Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device experienced syncope. The patient was seen in the emergency room where the patient's blood pressure was noted to be very low. The health care professional (hcp) thought the device was not working appropriately but did not provide specifics regarding this allegation. The local boston scientific field representative did not have any further information regarding this event. The device remains in service.